Event description:
A home pt's (hp) family member contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the hp had started the initial drain cycle prior to connecting their transfer set to the pt line of the homechoice set. After noting this, the hp connected themselves to the setup and received the alarm shortly afterward. Baxter's tsc assisted the hp's family member in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the hp.